Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: unknown unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01121 stem. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The x-ray review confirms there is eccentric position of the femoral head within the cup reflecting advanced liner wear. There is no fracture or dislocation. Scattered lucencies are present within the proximal femur that may represent osteolysis but could also be areas of focal osteopenia. There are lateral scattered small foci of heterotopic ossification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown day for unknown reasons. The sales rep was inquiring about implant identification. Xray review indicates advanced liner wear and possible osteolysis around the stem. Attempts were made to obtain additional information; however, none was available.